Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked blood. The following information was provided by the initial reporter: on (B)(6) 2020, the operating room nurse punctured the patient, and after the needle was withdrawn, the septum leaked blood. Because it was difficult to puncture the blood vessels, a white cap was used to plug the septum to complete intraoperative fluid replacement.

Manufacturer narrative:
Investigation summary : a device history review was conducted for lot number 0019788. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Functional testing was performed on the retention samples for the reported lot number. The results did not indicate the presence of any abnormalities in the tested units for leakage. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked blood. The following information was provided by the initial reporter: on (B)(6) 2020, the operating room nurse punctured the patient, and after the needle was withdrawn, the septum leaked blood. Because it was difficult to puncture the blood vessels, a white cap was used to plug the septum to complete intraoperative fluid replacement.